Manufacturer narrative:
After the procedure, the hosp discarded the product. Since the product was not returned to guidant cardiac surgery for evaluation, it will be difficult to confirm the reported problem.

Event description:
The hosp reported that during a coronary artery bypass graft surgery, five heartstring seals did not unfold once they were deployed in the aorta as a result the units would not seal. A replacement device was used to complete the case. No pt complications were reported.